Event description:
Patient reported experiencing a recent increase in seizures. No other relevant information has been received to date.

Event description:
Patient reported having sleep apnea and difficulties sleeping partly due to vns. The patient also noted that her seizures only became worse when she was put on depakote and not due to the vns.

Manufacturer narrative:
F10 adverse event problem, corrected data: initial report inadvertently listed the wrong health effect - impact code.